Event description:
This unsolicited device case was received from united states on (B)(6) 2013 from a pt. This case concerns a male pt (age unspecified) who complained that his knee swelled up to twice its normal size, had excruciating knee pain and had fluid drained out of his knee after receiving treatment with synvisc one. Medical history included four knee surgeries. Past medications included synvisc one (three times in the past 2 years which worked well for him). No concurrent conditions and concomitant medications were reported. On an unspecified date in 2013, the pt received treatment (fourth injection) with synvisc one injection, (route, dosage regimen, batch/lot and expiration date unk) into an unspecified knee for an unk indication. Later, on unspecified dates in 2013, the pt developed an acute reaction: his knee swelled up to twice its normal size and he had excruciating pain which was worse than the pain of four surgeries. The pt went to hospital where he was given pain medication (unspecified at the time of report). Later, he saw his doctor who drained fluid out of his knee (knee effusion) and amount of fluid drained out was unk. The pt reported that since saturday, his knee swelling was down 50%. Corrective treatment: pain medication for the events of knee swelled up to twice its normal size and excruciating knee pain. Outcome: knee swelled up to twice its normal size - recovering/resolving. Excruciating knee pain - unk. Drained fluid out of his knee - unk. A pharmaceutical technical complaint (ptc) was initiated and the conclusion was pending for the same.